Manufacturer narrative:
H.6. Investigation summary: bd received one sample and 4 photos from the customer in support of this complaint. A visual examination of the sample and photos were performed and the issue of embedded foreign matter in the sidewall of the tube was observed. Bd was able to confirm the customer¿s indicated failure mode with the sample and photos provided. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported when using the bd tube k2edta plh 13x75 2.0 slbl lav jlp there was foreign matter in the tube(s) biological and non-biological. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "the healthcare provider noticed that there was an foreign matter inside the tube and stopped using the affected product."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd tube k2edta plh 13x75 2.0 slbl lav jlp there was foreign matter in the tube(s) biological and non-biological. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "the healthcare provider noticed that there was an foreign matter inside the tube and stopped using the affected product."